Event description:
The manufacturer representative reported the tip of the cathether was discolored and eroded. The catheter was implanted over eight years. The patient had been receiving morphine, however, at the time of explant the pump contained saline.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.